Event description:
Customer called to report the pump's driver arms were very loose. It stated that the driver arms were rocking back and forth as customer was walking. Customer denied that the pump was dropped, bumped, or exposed to moisture.